Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx fifteen minutes into the procedure, it was observed the prolieve system's water level dropped. Adding water to the cartridge did not resolve the issue. The physician completed the procedure with another prolieve themodilatation kit. The pt experienced urinary retention and a foley catheter was placed and removed as scheduled. The pt's condition was reported as "pretty good."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.